Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last week, they got a system error that said 'the system has encountered an unexpected error' code 0x27275d76. The patient stated that they had wanted to connect to their settings because they hadn't been feeling the stimulation sensation so they went to connect and that's when they received the message. The patient mentioned they had been traveling in a foreign country and stated they had to go through security sometime within the last 2 months, where they insisted the patient go through the security gate (instead of getting a pat-down) so the patient wondered if that had anything to do with the error code. Patient services reviewed going through security devices with the patient and the patient stated they didn't experience an issue when they went through the security gate. The patient was able to clear the message while they had been on hold by powering the handset off and back on again and they confirmed the error code message resolved. The patient stated they'd tried r estarting the handset before and it hadn't worked but now things were working as intended and they were able to access their settings. The patient stated they'd call back again to troubleshoot if the issue occurred again. Patient services attempted to call the patient back to inquire about the circumstances that led to the patient not feeling the stimulation however the patient did not answer. The patient may call back as a message was left.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue, they stated "turn off then on (but had tried that before called)."